Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of broken cable. Failure analysis found the primary failure to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moved in yaw. Root cause of this failure is attributed to a component failure. Additional findings not reported by site: the instrument was found to have damage of the conductor wire¿s insulation. There was no material missing as a result. Root cause of this failure is attributed to a component failure. A site history was performed and no related complaints were found. A review of system logs showed that the permanent cautery hook was last used on 29-oct-2020 on system number sk2731 and it had 7 uses remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery hook instrument was found to have damaged conductor wire insulation which could lead to inadvertent transmission to tissue other than intended via the damaged conductor wire insulation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during central processing, the permanent cautery hook instrument was found to have a loose cable at the tip. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.